Manufacturer narrative:
(B) (4). (B) (4). Damaged anvil former. (B) (6). Received the following information on 3/30/2010: the anvil felt properly connected all 3 times. The tissue was evenly distributed. He doesn't know how long the drain will stay. Pre-op diagnosis - diverticulitis no chemo or radiation. (B) (6). Patient condition is excellent. After the leak, dr (B) (6) resected proximally and distally from the original anastomosis. He then fired a second circular stapler to finish the case. The analysis results found that the device arrived in good visual condition void of staples and with the anvil half breakaway washer cut. After further analysis, it was noted that the locking springs on the anvil were scratched, indicating that the anvil was not reattached correctly. Additionally, it was notice that seamguard buttressing material was used on the device. It should be noted that when attempting to reattach the detachable head or anvil, do not clamp across or grip on the locking springs as it might not click into place. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, the surgeon and the resident were working together; the anvil was tightened down on the proximal colon section of the tissue and then connected with the circular. They dialed down into the green section and then felt that the device was loose on the tissue. At that point they observed that the anvil had dislodged from the stapler. They reconnected and it dislodged again and the third time they dialed down, waited and then fired. The resident may not have fired the device completely as no crunch sound was reportedly heard. The device did cut and staple; on inspection of the donuts the anterior wall of the tissue was thin and the staples were malformed. They tested for leaks and saw bubbles; the surgeon then resectioned the distal colon section of the first anastomosis and used a like device to complete the procedure and create a new anastomosis. The patient required a drain; the procedure was extended an additional two hours. Patient is reported to be stable at this time.